Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The event occurred due to breakage or disconnection of the image sensor unit, however, the exact cause of the defect could not be specified. It is likely the image sensor failure occurred due to one of the following: -stress from repeated use, external factors, or handling -a failure in the parts mounted on the electrical circuit board such as the integrated circuit chip and capacitor. The event can be detected by handling the device in accordance with the following instructions for use (IFU): "inspection of the endoscopic image confirm that the endoscopic image is displayed normally in wli and nbi observation. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had an abnormal color tone. There were no reports of patient or user harm associated with this event. The device was returned to olympus and a device evaluation found due to damage on the charged coupled device unit endoscope connector color tone of the image is not proper (image is magenta or green only). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to a pinhole on the video cable the water tightness was lost, the bending section cover rubber had a scratch, the adhesive on the bending section cover rubber had a chip, the venting connector of the light guide connector was loose, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to looseness of the insertion pipe the connection between insertion pipe and control unit was not secured, switches 1, 2, and 3 had discoloration, the universal cord had a scratch and discoloration, the label on the video connector was peeled, and the video connector had a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.